Event description:
Unomedical reference number: (B)(4). Event occurred in spain on (B)(6) 2023, the patient reported that the infusion set's tubing came apart close to the site. The site location was patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.